Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead model:mn10450-50a, UDI: (B)(4), serial: (B)(6) batch: a000081089.

Event description:
It was reported the drg leads were not proving effective coverage of pain relief and as such surgical intervention was undertaken on (B)(6) 2025, wherein another lead was implanted at l2 for better coverage. Effective therapy was restored following the procedure.